Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high compared to her feelings. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began on the afternoon of (B) (6) 2010. The customer tested with the alleged meter and claimed she obtained a result of "130 mg/dl." The cca documented that the pt manages her diabetes with insulin (self-adjuster). The pt stated that she did not change her usual diabetes regimen as a result of the subject meter reading. At an unspecified time after testing with the subject meter, the pt stated that she went to an eye doctor's appointment. During the eye doctor appointment, the pt reported that she passed out and was taken to the emergency room (ER) across the street. The pt stated that her blood glucose was tested with the ER meter and obtained a result of "40 mg/dl." The pt was unable to report the exact treatment that she received, but recalled that she was given an IV. It is not known if the pt was admitted for further medical treatment in the hospital. The cca documented that the pt did not have a control solution to perform a quality control test at the time of the troubleshooting. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt alleged that sometime after obtaining an inaccurate high reading on the subject meter, she lost consciousness, and reportedly required acute medical intervention from an hcp for severe hypoglycemia. (B) (4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.